Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit triggered an alarm and the display went off. Event was found during a therapeutic rapallo procedure. There was a delay of less than 30 minutes during sedation of the procedure. The procedure was completed with a similar device. There were no reports of patient harm.